Manufacturer narrative:
(B)(4).

Event description:
Pa for the returned m106 generator was approved on (B)(6) 2015. Analysis found that contaminates were observed on the trimmed edge of the pcb board. To observe the pulse generators sensing response (tachycardia detection) to an external stimulus, the pulse generator was placed in a final test fixture. Sense settings one through five were evaluated with a no load and 2k load conditions between out2 and out1. Various sense delay starts were observed (1.6 seconds to 12.4 seconds). The pulse generator was opened. Possible contaminates were observed on the pcb trimmed edge of the pcb. The pulse generator module was subjected to a postburn electrical test. Results show that the pulse generator module failed several electrical tests. After the pcb was cleaned, the pulse generator showed no sense delays (1.6 seconds to 3.0 seconds). The generator was instrumented in order to evaluate the delay in producing a heartbeat detection synch pulse. This synch pulse is received by the tablet and used to calculate the heartbeat rate. Test results of the synch pulse revealed a longer delay (from initiation of the hb detection algorithm until hb synch pulses occur) than what is expected. This delay may have been interpreted by clinicians, as non-detection of a heartbeat signal, causing them to attempt detection at a different gain setting or location on the patient. Therefore, the allegation of under-sensing may have been verified. The removal of the tab from the pcb during the manufacturing process may have been the contributing factor for the reported allegation of undersensing. Additional details regarding the reported undersensing can be found in (B)(4).

Event description:
It was reported the newly implanted m106 was unable to sense heart rate. All necessary troubleshooting was performed at all sensitivity settings and it was noted the programming system was still unable to pick up a heart rate from the generator. A new m106 was opened and implanted into the patient. The new m106 worked without issue. The DHR for the m106 sn (B)(4) was reviewed and it was confirmed that the device passed the heart rate detection test prior to distribution. The unused m106 generator is expected to be returned but has not been received by the manufacturer to date.